Event description:
It was reported that the patient fell on the (B)(6), was injured and went to the hospital. She had fallen down and rolled the right ankle, which was the ankle that she had the stimulator for. When she rolled it she yanked her ankle up and fell on her left kneecap, which jarred her hip into her back and she fell on her hand and tore up her shoulder and skinner her left knee real bad. That was when she thought everything quit. She stopped feeling stimulation on the (B)(6) and there was a loss of therapeutic effect. She was given pain medications and was released. On the (B)(6) she came out of her drug induced coma and started trying to use stimulation therapy to help her pain. She was unable to start stimulation therapy. The patient checked with the patient programmer (pp) and had poor communication, even though she had just changed the batteries. She tried to start a charge session with the implantable neurostimulator recharger (insr) and got the reposition antenna screen. The patient had an appointment on the (B)(6) with her healthcare provider (hcp) and manufacturing representative (rep). At the appointment there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. The patient had not used the spinal cord stimulator (scs) since the fall. The cause of the event was determined and it was not device related. Reprogramming was needed but they were unable to do it because of over exhaustion of the unit. They performed a trickle charge but it did not work. The battery seemed to be at end of life (eol). The patient was sent for x-rays to check the leads. The doctor was scheduling a battery replacement and would check the leads at the time of surgery to ensure the patient would get proper coverage. The surgery had not been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported their device stopped working so they got the implant replaced to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).